Event description:
Customer reported discordant arterial and venous results for sodium (na+) / potassium (k+) on the instrument. There was no report of injury for this event.

Manufacturer narrative:
The cause for discordant sodium (na+) / potassium (k+) results is unk.